Event description:
Treatment of a basilar aneurysm. During the procedure, it was reported that a coil was inserted into the aneurysm followed by the inflation of the hyperform balloon. Once the coiling was completed, the balloon would not deflate and it stayed in the artery for approximately 25 minutes. A synchro 14 guidewire was used to break the inside of the balloon and it was taken out of the artery where an aneurysm hemorrhage occurred. Subsequently, the patient was mydriatic after 15 minutes and expired during the procedure.

Manufacturer narrative:
The balloon catheter was returned for evaluation with a pin hole found at the distal marker band; therefore, the event cause for the non-deflation could not be determined. (B)(4).